Event description:
During removal of endotracheal tub post operatively, yankauer suction used. Pt "was biting forcefully" but tip of yankauer cracked off. Pt either aspirated or swallowed tip. Brief coughing spell after incident. Yankauer not radiopaque so unable to track. Pt may require bronchoscopy if respiratory symptoms occur.